Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Event description:
The customer reported while using the avea ventilator, it alarmed circuit occlusion. The customer stated that the circuit occlusion alarm was going off intermittently while on a neonatal patient. They changed out the filters and the alarms subsided for a while but came back on later so they changed the ventilator out. There was no harm or injury to the patient.